Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited a high capture threshold resulted in loss of capture. After multiple repositioning attempts, the helix of the rv lead failed to extend and retract and was eventually deemed damaged. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were a helix mechanism issue and failure to capture. The reported event of a helix mechanism issue was confirmed. The lead was returned with its helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix covered with blood / tissue. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.